Manufacturer narrative:
Follow-up # 1 date of submission 02/12/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:the keypad was found to be fully intact; there was no damage observed. During testing, the down arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. No buttons were found to be sticking. The keypad cover was removed and contamination was found under the down arrow key contact.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were unresponsive and hyper-responsive intermittently. It was noted that the buttons sometimes required multiple presses to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.